Event description:
At the end of a aneurysm coiling procedure, it was reported that the mca branch was thrombosed. Reopro (anticoagulant) was injected to dissolve blood clot and a stent was placed with good angiography. A few minutes later, the mca territory was occluded. Physician inflated the hyperform balloon catheter to re-open the mca branch and subsequently the artery was ruptured. The ruptured branch was coiled and the patient was sent to neurosurgery. It has been reported that collateral circulation has limited the ischemic effect and patient has some minor deficit.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. Per the instruction for use, the balloon catheter is designed for the use in the blood vessels of the peripheral and neuro vasculature where temporary occlusion is desired and not intended for embolectomy and angioplasty procedure.